Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. There were no unexpected numbers ramping on their own noted. There was no moisture damage found inside the pump. The pump was received with a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that during a bolus, the arrow button kept ramping up on the insulin pump. Customer stated that she disconnected and removed the battery. When she put the battery back into the pump, she got a button error alarm and the buttons were not working. Customer's blood glucose is 145 mg/dl. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.